Manufacturer narrative:
Investigation summary bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes a molding defect was discovered on inside of tube wall. There was no report of patient impact. The following information was provided by the initial reporter: it is reported customer experienced a molding defect with vacutainers.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100272, medical device expiration date: 2021-08-31, device manufacture date: 2020-04-09, medical device lot #: 0133344, medical device expiration date: 2021-09-30, device manufacture date: 2020-05-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes a molding defect was discovered on inside of tube wall. There was no report of patient impact. The following information was provided by the initial reporter: it is reported customer experienced a molding defect with vacutainers.